Event description:
Journal article received: pitfalls in the application of distal femur plates for fractures. J orthop trauma. Volume 25, number 11, november 2011. Cory a. Collinge, md, michael j. Gardner, md, and brett d. Crist, md. This article does mention synthes products. This article is about design features to aid the surgeon in restoring proper alignment, malunion and implant related problems common after a distal femur fracture treated with plate fixation. (Liss, synthes, west chester, pa). This article presents case examples of problems, with x-rays, followed by a discussion of the relevant distal femoral anatomy, design features of modern locked distal plating systems and technical points. Event: fig# 8: post-operative lateral radiograph showed patient with fracture repaired that is too extended resulting in recurvatum deformity that required revision surgery: this report is on the screw. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: (B)(6) 2011. This report is on an unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.